Event description:
It was reported to resmed that an astral device did not charge its internal battery. There was no harm or injury associated with the event.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and tested before it was returned to the customer. Resmed reference #: (B)(4).